Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-17. H6: investigation summary to aid in the investigation of this incident, one physical sample was returned for evaluation by our quality engineer team. Through microscopic examination, a small white particle was observed on the needle. It has been determined that the particle was most likely a plastic flake resulting from the shield component. As a lot number is unknown, a device history record review cannot be completed.

Event description:
It was reported that needle 27ga 3/4in had foreign matter. The following information was provided by the initial reporter: yesterday I used a grey disposable cannula for vaccination, before vaccinating I noticed that something was sticking to the cannula, I assumed a droplet of vaccine and put the vaccination. Afterwards this "drop" was still there, after close inspection it looked like a small shred of white plastic stuck to the cannula (max 0.5 mm). I showed it to a colleague who removed the shred and threw it away. Unfortunately, I cannot send you the needle.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that needle 27ga 3/4in had foreign matter. The following information was provided by the initial reporter: yesterday I used a grey disposable cannula for vaccination, before vaccinating I noticed that something was sticking to the cannula, I assumed a droplet of vaccine and put the vaccination. Afterwards this "drop" was still there, after close inspection it looked like a small shred of white plastic stuck to the cannula (max 0.5 mm). I showed it to a colleague who removed the shred and threw it away. Unfortunately, I cannot send you the needle.